Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midline incision and pocket site. Symptoms were drainage at the midline incision, pus under the battery and new leg pain. The physician believed that it was non-device related and was unsure what caused it. It was also noted that nothing happened during the recent procedure that may have caused or contributed to infection. The patient was placed on antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively and new leg pain disappeared.